Event description:
The system 5 dual trigger rotary handpiece was returned to stryker instruments for evaluation due to alleged run on during testing or setup and would not shut off. There was no patient involvement and no adverse consequences associated with the device.